Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio2: 2.0, lab: 1.6. Therapeutic range: unknown. No patient information was provided.

Manufacturer narrative:
Investigation pending.